Event description:
Caller reported not seeing insulin drops at the end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved issue independently by changing infusion set and cartridge, and successfully resumed insulin.